Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the surgeon reported a white powdery substance discharged from the aquamantys device tips into the patient. The surgeon believes they were using normal saline; however, cannot confirm. It is unknown if the substance was removed from the patient. There was no adverse effect to the patient reported.